Event description:
Philips received a complaint by the customer on the v60 indicating that the unit automatically turns off after powering up. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit automatically turns off after powering up. The remote service engineer (rse) performed a troubleshoot with the customer and they discovered bad voltage out of the alternating current (ac) inlet filter. The rse confirmed there was no ac power supplied to the power supply or the power management (pm) printed circuit board assembly (pcba). It was stated the unit was operating on battery power until it was unable to. The rse advised the replacement of the ac inlet and provided the part number. The investigation is ongoing.

Manufacturer narrative:
It was reported that the unit automatically turns off after powering up. The remote service engineer (rse) performed a troubleshoot with the customer and they discovered bad voltage out of the alternating current (ac) inlet filter. The rse confirmed there was no ac power supplied to the power supply or the power management (pm) printed circuit board assembly (pcba). It was stated the unit was operating on battery power until it was unable to. The rse advised the replacement of the ac inlet and provided the part number. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.